Event description:
It was reported that the female connector of a minicap transfer set had a separation issue. This was described as ¿the dark blue portion of the minicap began twisting off. It did not come off completely¿. This occurred after the completion of a flush and while disconnecting the transfer set from an ultrabag. This occurred after use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for fifteen minutes. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was observed separated from the light blue main body. Leak, clear passage, and clamp function testing was performed and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.